Event description:
Customer stated "she got her pad out and laid it on the bed. She laid down on the pad with her bad hip. When she pressed down the switch and heard a pop, a flame shot out of the cord and cord separate burnt and separated from the pad." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that it appeared as though the customer had cracked the switch and then decided to duct tape it back together and continue to use it, which may have caused the switch to pop. IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration." Customer did not seek out medical attention. Customer also stated she laid down on the pad with her bad hip, customer was misusing the pad. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds" based on the bce review of feedbacks, bce did not observe a similar issue within the lot. The product was approx. 4 years and 8 months old when the incident occurred.